Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since the mitraclip arms jumped open during device preparation. It was reported that during clip delivery system preparation and following final arm angle testing, the clip was unable to open. The lock lever was advanced past the blue line and the clip was confirmed fully closed with the arm positioner. During another opening attempt and while turning the arm positioner, resistance was noted with the arm positioner. The mitraclip then jumped open from approximately 20 degrees to 180 degrees. There was no patient involvement and the device was not used in a procedure. There was no additional information provided regarding this device issue.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported clip arm actuation issue was confirmed. The reported physical resistance of the arm positioner was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the clip arm actuation issue and physical resistance of the arm position. The returned device analysis confirmed that the arm position function as intended; however, the analysis replicated the jumpiness of the clip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.